Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient began treatment for the peritonitis with ceftazidime (intraperitoneally-ip,1gram-g per day) and vancomycin (ip, 2g, frequency not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and the patient subsequently passed away. The peritonitis was manifested by vomiting and cloudy effluent. Treatment details and cause of the peritonitis were unknown. The patient was not hospitalized for peritonitis. The day after the patient was diagnosed with peritonitis, the patient passed away. The cause of death was unknown and it was not known if an autopsy was performed. Therapy remained ongoing prior to death; however, the patient was not performing therapy at the time of death. No additional information is available.